Event description:
The customer's allegation from 09sep2025 was not a reportable event. It was observed that during the device evaluation from 24nov2025, the colonovideoscope exhibited white residue on both sides of the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.